Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - event of device kinking reported withheath impact to patient is unknown. Impact code: 4625- additional surgery - an additional tevar (thoracic endovascular aortic repair ) was performed on (B)(6) 2025. Device problem code: 2889 - deformation due to compressive stress - kinking of the stented section of the thoraflex hybrid device. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 22 - dec 25 vs hybrid kinking events (B)(6) gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was received stating patient outcome- an additional tevar (thoracic endovascular aortic repair ) was performed on (B)(6). There was no significant calcification, curvature or thrombus at the device landing zone however there was a severe curvature in the aneurysm. When attempting to withdraw the delivery system, minor resistance was felt, so sterilizer forceps were used. No particular abnormalities were noted with the device it self. 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID -26325926 which confirmed the device/ batch was manufactured to specification with no issues found. 4117 - device not accessable for testing : device remains implanted. 4112 - analysis of information provided by user/third party - scans were received and reviewed on 18 feb 26 :- the one week post implantation computerised tomography (CT) scan demonstrates a severe compression of the 3rd and 4th rings stents with an associated reduction in flow lumen through the device. As no pre-operative imaging was provided, it is not possible to determine if the anatomy is a contributing factor. The diagram supplied indicating relevant anatomical measurements used for case planning does suggest a significant angulation in the aorta at the region of the device narrowing. Investigation findings: 213 - no device problem found - device was manufactured to specification with no issues found. Investigation conclusion: 4310 - cause traced to non device related factors - as the device was manufactured to specification and additional information received stated there was severe curvature in the aneurysm the most likely cause of the event is patient anatomy , however ,there were no pre operational scans for review to determine the anatomy of the patient before the thoraflex hybrid was implanted therefore no causal link between the event and the device could be determined. Additional information:- we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report #, terumo complaint #, aer due date, aer report date; 9612515-2026-00012, (B)(4), 25-dec-2025, 30 apr 26; 9612515-2026-00013, (B)(4), 08-jan-2026, 30 apr 26; 9612515-2026-00014, (B)(4), 15-jan-2026, 30 apr 26; 9612515-2026-00015, (B)(4), 22-jan-2026, 30 apr 26; 9612515-2026-00016, (B)(4), 16-jan-2026, 30 apr 26; 9612515-2026-00017, (B)(4), 25-feb-2026, 30 apr 26. We acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on 15-apr-2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us.

Event description:
Event was reported as a kink in stent graft section of thoraflex hybrid device. A follow-up CT one week after the device placement revealed a kink in the stent-graft section. The patient was placed under observation. This report is being submitted as initial final for manufacturing report number 9612515-2026-00014 to provide event closure information for (B)(4).